Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information from a patient reported their healthcare professional (hcp) is 250 miles away. The patient added they couldn't move the device to increase their stimulation. The patient noted there were no steps taken to resolve the inability to connect with their right side implant. The patient noted the inability to connect with connect with the right side implant has been resolved.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they are able to connect with the left implantable neurostimulator (ins) but cannot connect with the right side. There were no patient symptoms reported. It was suggested the patient follow up with their healthcare provider. The ins is indicated for parkinson's dual/movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.